Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (20 mg/5.5 mg/day) via an implantable pump. It was reported that during routine pump replacement, a small amount of cerebrospinal fluid flow (csf) was aspirated with connector still attached to old pump. The healthcare provider (hcp) unable to push preservative free at all to try to flush catheter. They found a kink in the pocket, cut pump segment off distally past kink. They requested new 8784 pump segment connector. The csf aspirated with new pump segment and but still unable to flush at all and fluid leaking around connector at catheter access port (cap) connection. Requested a new pump segment but only had 8780 full catheter kit due to no inventory of 8784s. Pump segment portion was attached from 8780. Cap flushed easily with pump segment attached, however once collet attached to existing catheter in pocket once again could not flush through cap/catheter. The csf could be aspirated. No volume discrepancies noted during any refills from managing physician. No other kinks noted in pump pocket. No reports of loss of therapy. No known reason why unable to flush catheter

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4). Product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 21-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segme nts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.